Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinician stated that the patient has had atrial noise since 2015, the physician has ignored it due to patient only paces (B)(6) of the time in the atrium. The noise on the atrial and ventricular channel is happening almost simultaneously. The atrial lead was explanted and replaced due to noise. The patient was asymptomatic prior to and after the procedure.

Manufacturer narrative:
External insulation abrasion was noted at multiple locations breaching the outer insulation and exposing the outer coil at the middle and distal region of the lead. Abrasions are consistent with friction to another device or feature of the heart.